Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with high o2 supply alarm. The customer reported there was no patient involvement.